Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the lumen. The balloon was loosely folded. An inflation device filled with water was used to inflate the device to nominal pressure. Water was found to be leaking out from the balloon. Microscopic examination found a pinhole 20 mm from the tip of the device. Microscopic inspection of the markerband and proximal bond found no evidence of damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mmx2.25mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was first inflated for 10 seconds at 10 atmospheres however blood was noted in the indeflator. The device was removed from the patient's body and it was found out that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.5mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mmx2.25mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was first inflated for 10 seconds at 10 atmospheres; however, blood was noted in the indeflator. The device was removed from the patient's body and it was found out that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.5mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status was good.